Manufacturer narrative:
An event regarding pain involving an accolade stem. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "so, currently no indications for presence of procedure-related or device-related pathology regarding the implanted devices with the cause of the problem not related to the implanted devices but caused by secondary arthroplasty reactions to an active infection elsewhere in the body which is by definition a patient-related adverse factor not related to the implanted components." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined, further information such as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Mild pain lateral thigh and occasional in groin post left tha.

Manufacturer narrative:
The following devices were also listed in this report: 32 mm std v40 taper vit head; cat# 6260-5-132; lot# 58522508. Trident 10° x3 insert 32 mm ID; cat# 623-10-32e; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mild pain lateral thigh and occasional in groin post left tha.